Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and electric shocks for probable atrial arrhythmia. Boston scientific technical services (ts) was consulted and could not determine if this was atrial driven or a true ventricular tachycardia (vt) episode. An electrophysiology consult was recommended. No additional adverse patient effects were reported. At this time, this device remains in service.